Event description:
A pk papyrus covered stent system was selected for sealing of a perforation occurred during treatment of a severely calcified total occlusion in the ostial rca. Ballooning was done. The pk papyrus was introduced but only the balloon could cross the lesion. The covered stent was shifted. The delivery system together with the stent were removed. The lesion was dilated again and another covered stent was implanted.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The instrument was returned with the stent being located on the balloon in between the two radiopaque markers. The stent can be shifted between the balloon shoulders. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped on the balloon at the time of delivery. The angiographic material shows a stent displacement upon exiting the extension catheter and accessing the tight proximal rca stenosis. After withdrawal of both the stent system and the stent, the tight stenosis is further dilated with a balloon before another covered stent is successfully implanted. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the patients anatomy. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.